Manufacturer narrative:
The device mentioned in the complaint was discarded and not available for investigation. Hence a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Event description:
A shockwave m5 peripheral intravascular lithotripsy device was used to treat a right posterior tibial lesion. Pre-dilatation was performed with pta balloons, and post-dilatation was performed with a drug coated balloon (dcb). After treatment with shockwave catheter followed by dcb, distal embolus was noted in posterior tibial artery and treated with mechanical thrombectomy.

Manufacturer narrative:
The reported issue is a duplicate event reported under MDR# 3015053858-2020-00003.